Manufacturer narrative:
Field follow-up has confirmed that the patient was sent back to the implanting center for a revision. No bsc support was taken and no further information communicated.

Event description:
It was reported that boston scientific's technical services was called to review an electrogram due to noisy signals. Following the data review, ts recommended a scheduled follow-up. The presenting rhythm looked to be a-flutter and an x-ray image would be valuable to assess if the right ventricular electrode tip has moved. If the lead has moved backwards and the coil close to the valve, this integrated bipolar lead would be detecting atrial activity. The trending data in latitude is also illustrating a decrease in ventricular intrinsic amplitudes as well as a decreased shift of the ventricular pacing impedances. While resulting adverse patient effects have been reported, it has been recommended to have the patient return for further evaluations. The patient subsequently returned for a chest x-ray, at which time the rv lead was confirmed to have displaced. The patient was then sent for a lead revision. To date, no information communicated on the date and/or outcome of the procedure.

Manufacturer narrative:
Should additional information become available, an updated report will be communicated.

Event description:
It was reported that boston scientific's technical services was called to review an electrogram due to noisy signals. Following the data review, ts recommended a scheduled follow-up. The presenting rhythm looked to be a-flutter and an x-ray image would be valuable to assess if the right ventricular electrode tip has moved. If the lead has moved backwards and the coil close to the valve, this integrated bipolar lead would be detecting atrial activity. The trending data in latitude is also illustrating a decrease in ventricular intrinsic amplitudes as well as a decreased shift of the ventricular pacing impedances. While resulting adverse patient effects have been reported, it has been recommended to have the patient return for further evaluations. The patient subsequently returned for a chest x-ray, at which time the rv lead was confirmed to have displaced. The patient was then sent for a lead revision. To date, no information communicated on the date and/or outcome of the procedure.